Event description:
(B)(6) 2014 ((B)(4)/hcp,rep): it was reported that there was ascenda catheter injex failure; that the injex did not deploy as designed at the distal segment. It was noted the catheter was inserted without difficulty; however, the injex did not deploy as designed and was damaged. A revision was noted and an 8785 was utilized and the case continued without difficulty. It was stated that diagnostic testing or troubleshooting would be performed in the future. It was also noted the issue was resolved and there were no patient symptoms associated with this event. The pump system was being used to deliver morphine.

Manufacturer narrative:
Concomitant products: product ID: 8785, lot# n362123, implanted: (B)(6) 2014, product type: accessory. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis revealed the catheter anchor did not properly detach from the ascenda tool and was not able to be used.